Event description:
Clinic reports that the treatment was initiated per protocol blood leak alarm sounded 1-2 mins into the treatment. Arterial blood returned and venous line and dialyzer were discarded estimated blood loss 150cc. No add'l adverse effects to the pt. No med intervention. Pt's treatment was restarted with an f70nr dry pack without further incident. Pts blood pressure was low but this is usual for this pt. MDR filed due to blood loss only.